Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition.